Event description:
It was reported that the nurse's handheld was performing very slowly. Troubleshooting was performed which identified that the handheld would not communicate with a demo device. It was reported that the handheld communicates sporadically and at times not at all. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently stated that analysis had not been completed to date. Analysis was completed and this report is being submitted to correct this data. Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently stated that analysis had not been completed to date. Analysis was completed and this report is being submitted to correct this data. Evaluation codes; corrected data: the previously submitted MDR inadvertently stated that analysis had not been completed to date. Analysis was completed and this report is being submitted to correct this data.

Event description:
Tha handheld computer and the software flashcard were received by the manufacturer on 03/12/2015. Analysis of the devices is underway but it has not been completed to date.

Manufacturer narrative:
Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.